Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the coating of connecting tube was peeling off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. From the following findings, omsc presumed the phenomenon occurred due to improper handling at the user facility. Device inspection result at local service department showed that the insertion section was linearly scratched and its coating was peeling off. IFU provides cautions about physical stress, chemical stress and storage environment. In similar complaint, coating peeling off was presumably caused by physical stress, chemical stress, storage environment.